Event description:
It was reported that during a spine fusion procedure conducted at the user facility the screw placement was alleged to be inaccurate. Further investigation regarding the event is ongoing at this time.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a spine fusion procedure conducted at the user facility the screw placement was alleged to be inaccurate. Further investigation regarding the event is ongoing at this time.